Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0214304780, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: 0214304780, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that they experienced a lack of efficacy. It was indicated that there was excessive rotation of the implantable neurostimulator (ins) causing the lead to be wound up into the pocket site. Tension in the lead caused the integrity of the silicone seals on the battery header to be compromised. This allowed fluid into the header block. The rep provided that the lead migration was due to possible twiddler's syndrome. A CT scan was performed, and the surgeon decided to replace the lead and battery on (B)(6) 2018. It was noted that the ins was sutured into the pocket. The issue was resolved at the time of the report, and were no further complications reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# 0214304780, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.